Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "remove cartridge and install a filled cartridge" screen, and the customer was unable to clear it. At the time of the reported event, the screen was able to cleared and the customer declined to perform troubleshooting with tandem technical support. There was no impact to customer's blood glucose (bg) level.